Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screws: cancellous: spin/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during a cervical fusion procedure at c1, c2 for a patient with an atlas fracture, the cancellous bone screw synapse was stuck at the holding sleeve during insertion. The surgeon changed the holding sleeve to an alternative sleeve, however, during the procedure, the surgeon experienced the same feeling at the sleeve. Ultimately, the surgeon used another unknown screw and it became stuck. The procedure was completed and the surgeon was able to insert four (4) screws into the proper position. There was a surgical delay of less than thirty (30) minutes. There was no adverse consequence to the patient reported. This complaint involves two (2) devices. This report is for one (1) unk - screws: cancellous. This report is 3 of 4 for (B)(4).